Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. After investigation, the patient was a 28-year-old woman who underwent cesarean section in wuzhou maternity and child health care hospital on november 10, 2024. The operator used the suture (vcp1359h) to perform the full-thickness uterine sewing in a continuous sewing. The suture broke during the sewing. The operator immediately replaced a new suture (with specific product information unknown) to perform the sewing again. The subsequent operation went smoothly. The event led to an increase in the patient's intraoperative blood loss (exact amount of bleeding unknown) and a prolonged procedure (exact time extension unknown). No subsequent adverse events were reported. The following information was requested, but unavailable: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - how long (in minutes) did the surgery prolong? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - quantity of blood loss? - patient weight? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? --please refer to the event description, other information requested is unknown. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the process of suturing the uterus, the suture broke, and the nurse immediately prepared new suture for the doctor to suture the mother's uterus. This event caused a prolonged surgery time and increased bleeding. No adverse patient consequences were reported. Additional information was requested.